Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic max valve was implanted in the patient. On (B)(6) 2025, a fracture of the leaflet tip was noted. The valve was explanted and a new 33mm epic max valve was implanted. The patient was originally in critical condition but is now showing signs of recovery and is preparing for discharge.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Codes removed: health effect- impact code: 4624. Medical device problem code: 4008.

Event description:
It was reported that on (B)(6) 2025, a 21mm epic max valve was implanted in the patient. On (B)(6) 2025, during the preparation stage a bent of the leaflet tip was noted. The defective device was never used inside of the patient's body. A new 33mm epic max valve was implanted. The patient was originally in critical condition but is now showing signs of recovery and is preparing for discharge.